Event description:
It was reported the surgeon removed an 8-hole locking compression plate, one-third tubular plate with collar, 4.0mm cancellous screw, five 3.5mm cortex screws, and two 3.5mm locking screws due to the lack of the patient¿s foot movement, charcot and foot drop. This is report number 1 of 4 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that there were no ncrs and the certificates were correct. There were no potential issues during the manufacture of the product that would contribute to this complaint condition. This evaluation is based on documentation review only. Parts were not evaluated as a part of this DHR record review. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.